Event description:
Pt came into office for routine defibrillator check. The device was not able to be interrogated. Several programmers were used. The pt was brought back to the office the next day and was rechecked. It still did not communicate with the interrogator. Pt was taken to ep lab in 2001 and a new device was placed. The malfunctioning device was sent to guidant for further investigation.

Event description:
Add'l info rec'd from MFR 7/29/02: guidant had received info that this implantable cardioverter defibrillator (ICD) was unable to communicate with a programmer during a routine follow-up visit. The clinician attempted to interrogate the device with several programmers; however, these measures were not successful. A magnet was placed over the device and tones were successfully elicited. Review of the surface electrogram also confirmed that pacing therapy was appropriately being delivered to the pt. The physician confirmed that the device was unable to communicate with a programmer after multiple attempts to interrogate the device. The ICD was removed from svc and replaced without incident. Guidant became aware of the event on 5/15/01. The device was explanted from the pt and returned to guidant to undergo device analysis. Total implant duration of 15.9 mos. Guidant has not identified any design or production changes that may have contributed to this event.